Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: issue: devices did not retract. 2pts were involved no pt harm devices. Both devices were retained please send sample return kit to customer please add attn: in mat. Mgmnt. On shipping label. Doe 11dec2024.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.